Event description:
It was observed during device evaluation, that the rigid video laparoscope exhibited cover glass of the insertion section was scratched, and had poor quality image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cover glass of the insertion section has scratches and therefore the image quality is poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.